Event description:
It was reported that a solis cage broke while impacting it in the patient using a reliance-c instrument (impactor). Also, it was reported that there was less than 5 minutes delay in surgery.

Manufacturer narrative:
Method: device not returned; results: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. This cause was confirmed by a materials analysis of a similar complaint and communication with the event reporter. Conclusion: the solis cervical cage size h 5 mm l 12 mm was confirmed to have fractured intra-operatively by sales rep report. All fragments of the cage were removed. The reported harm was a 5 minute surgical delay. The device was not returned for inspection and the lot # is unknown.

Event description:
It was reported that a solis cage broke while impacting it in the patient using a reliance-c instrument (impactor). Also, it was reported that there was less than 5 minutes delay in surgery.